Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. An advanced stapler log review was conducted by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). Per the fae, the logs show a sureform 60 stapler instrument (part #480460-09, lot #k13240411-0378), was installed on the system 7 times and fired 7 reloads (1 white, 1 blue, 5 white, in that order). On each install, all clamp attempts were completed successfully. On installs 1, 5, and 7, the firings were completed with 1 pause for compression. All other firings were completed with no pauses for compression. There were no stapler related errors in the logs.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the staple line bled where a white sureform 60 reload was fired with a sureform 60 stapler instrument. The bleed required intervention. The sureform 60 stapler instrument was being used on the jejunojejunostomy (jj). The firing sequence was completed with no errors or complication and the staple line was complete. The staple line bled more than anticipated and required significant intraoperative intervention. The surgeon cauterized the staple line, which did not stop the oozing. The surgeon then over-sewed the staple line and applied tisseel (a fibrin sealant) which successfully controlled the bleeding. The procedure was completed robotically with no further issues. The patient is reported to be recovering well.